Event description:
It was reported that an unspecified number of tube apro gc 13x75 5.0 plblce pnk experienced a cracked tube and sample leakage during use. The following information was provided by the initial reporter: the customer "found cracked or even broken tubes in the rack being distributed to the CPR. They recovered a part of the tubes already distributed in the services but not used, as well as the tubes still in stock at the CPR, about 180 tubes out of the 400 received on 17/07. We have contacted 2 other services that use these tubes, but in smaller quantities compared to pediatrics (nephro and diabetic adults), they have not noticed anything so far. Additional information: "pink tubes were breaking or leaking when they were inserted into the vacutainer body." In addition, pictures show small hairline cracks that can be used inadvertently.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken tubes with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of broken tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of tube apro gc 13x75 5.0 plblce pnk experienced a cracked tube and sample leakage during use. The following information was provided by the initial reporter: the customer "found cracked or even broken tubes in the rack being distributed to the CPR. They recovered a part of the tubes already distributed in the services but not used, as well as the tubes still in stock at the CPR, about 180 tubes out of the 400 received on 17/07. We have contacted 2 other services that use these tubes, but in smaller quantities compared to pediatrics (nephro and diabetic adults), they have not noticed anything so far. Additional information: "pink tubes were breaking or leaking when they were inserted into the vacutainer body." In addition, pictures show small hairline cracks that can be used inadvertently.